Manufacturer narrative:
Product analysis summary: a kink was evident on the hypotube. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 1st and 2nd distal stent wraps with struts bunched. Deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use two resolute onyx rx coronary drug eluting stents to treat a moderately tortuous, severely calcified lesion exhibiting 100% chronic total occlusion located in the ostium obtuse marginal (om). Both devices were inspected without issue, negative prep was performed with no issues noted. The lesion was pre-dilated. Both devices passed through a previously deployed stent. An attempt was first made to treat the lesion using a 2.50 x 22mm resolute onyx stent. Resistance was not encountered when advancing the device and excessive force was not used during delivery. It was reported that stent deformation occurred, because the lesion was difficult, when the physician pushed to cross the lesion. A second attempt was made to treat the lesion using a 3.50 x 38mm resolute onyx stent. Resistance was encountered when advancing the device however excessive force was not used during delivery. It was reported that the stent failed to cross the lesion. The patient is reported to be alive with no injury. Product analysis has shown stent deformation and a kink in the hypotube on resolute onyx device 3.50 x 38mm.